Event description:
A transfer set had to be replaced because the occluder feet were broken. Leaks can be observed when the minicap is removed. The transfer set had been in place since 3 mos prior. The pt started apd therapy on july 2005. There was no pt injury or medical intervention associated with this incident according to the international affiliate.